Event description:
It was reported that since the patient fell, his stimulation has been intermittent. The stimulation would only work on certain programs and was not consistently effective. Specifically programs 2 and 3 did not work. The healthcare provider confirmed that the patient experienced a lack of efficiency from the device. His device was reprogrammed. A revision surgery has been scheduled and his device may need to be replaced. No patient injuries were reported.